Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. The device history review (DHR) was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a 53 cm (21") set di sommin. Ambrato per pompa a 5 vie con camera iv2 that during the administration of cyclophosphamide, a leak was noted from the valve of the drip-chamber of the infusion line. There was patient involvement, unprotected exposure to chemotherapy and partial administration of therapy. No additional information was provided.